Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the hub was cracked and leaked. According to the customer report, the catheter adapter was chipped. The patient went to the operating room with the line secured from the ward. When the infusion line was connected, the catheter adapter was chipped during use. I want you to investigate whether it is inside or outside the standard.